Event description:
It was reported by service report that the foot end jack could not be pumped up. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
How was the issue noticed; was this identified during, prior or after medical procedure/installation/in-coming inspection/service, out of box failure? Customer does not know. If the issue was noticed during procedure, was the procedure completed successfully? Customer does not know. Was there any medical intervention required? If yes, please describe including any unanticipated medical procedures/treatments/therapy administered in relation to the alleged event. Customer does not know. Did the issue result in any delay or prolongation to any medical procedure/treatment/therapy? Customer does not know.